Event description:
It was reported that during device upgrade procedure for a pacing dependent patient, the pulse generator exhibited backup vvi after being exposed to electrocautery. External pacing support was used to support the patient during change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.